Event description:
During an unspecified thoracoscopy procedure, the instrument was difficult to open. The surgeon pried off the instrument without pt injury and used another to complete the procedure.